Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, omsc considered that the reported phenomenon was attributed to the breakage of the camera cable, which might be caused by the excessive force applying to the camera cable due to the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the damage of the camera cable, which might be caused by excessive distortion to fiber inside the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to complete the intended procedure. There was no report of patient injury associated with this event.